Manufacturer narrative:
(B)(4) n/a other remarks: n/a corrected data: n/a

Event description:
It was reported that "the swg was found kinked during used on the patient". No patient harm or injury. The patient status is reported as "fine".

Event description:
It was reported that "the swg was found kinked during used on the patient". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4), the customer provided one image for analysis. The image exhibits the kinking along the guide wire body. The customer returned one opened cvc set with multiple components for evaluation. The guide wire was returned within the advancer tube and showed evidence of use. Visual analysis of the guide wire revealed that it contained multiple kinks along the body. The distal j-bend was misshapen but intact. Microscopic examination confirmed the kinks in the guide wire body. Both welds were present and were observed to be full and spherical. The major kinks in the guide wire measured 353mm, 360mm, and 411mm from the proximal tip. The overall length of the guide wire measured 600mm which is within the specification of 596-604 mm per guide wire product drawing. The outer diameter (od) of the guide wire measured 0.794 mm which is within the specification of 0.788-0.826 mm per guide wire product drawing. Functional inspection of the guide wire was performed per the instructions for use (IFU) provided with the kit which states, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle." The guide wire was threaded through both the returned arrow raulerson syringe (ars)/18ga introducer needle subassembly and returned catheter. Major resistance was experienced at the locations of the kinking, but the undamaged portions passed with little to no difficulty. A manual tug test confirmed that both welds were intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The report that the guide wire kinked during use was confirmed through examination of the returned sample. Visual analysis revealed that the guide wire contained multiple kinks along the body. Despite this, the returned guide wire met all relevant dimensional requirements, and a device history record review did not identify any manufacturing related issues. Based on the condition of the guide wire and the report that the damage was observed during use, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4). UDI related data quality updates only. Section d.4.-unique identifier (UDI)# corrected to (B)(4). The customer provided one image for analysis. The image exhibits the kinking along the guide wire body. The customer returned one opened cvc set with multiple components for evaluation. The guide wire was returned within the advancer tube and showed evidence of use. Visual analysis of the guide wire revealed that it contained multiple kinks along the body. The distal j-bend was misshapen but intact. Microscopic examination confirmed the kinks in the guide wire body. Both welds were present and were observed to be full and spherical. The major kinks in the guide wire measured 353mm, 360mm, and 411mm from the proximal tip. The overall length of the guide wire measured 600mm which is within the specification of 596-604 mm per guide wire product drawing. The outer diameter (od) of the guide wire measured 0.794 mm which is within the specification of 0.788-0.826 mm per guide wire product drawing. Functional inspection of the guide wire was performed per the instructions for use (IFU) provided with the kit which states, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle." The guide wire was threaded through both the returned arrow raulerson syringe (ars)/18ga introducer needle subassembly and returned catheter. Major resistance was experienced at the locations of the kinking, but the undamaged portions passed with little to no difficulty. A manual tug test confirmed that both welds were intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The report that the guide wire kinked during use was confirmed through examination of the returned sample. Visual analysis revealed that the guide wire contained multiple kinks along the body. Despite this, the returned guide wire met all relevant dimensional requirements, and a device history record review did not identify any manufacturing related issues. Based on the condition of the guide wire and the report that the damage was observed during use, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "the swg was found kinked during used on the patient". No patient harm or injury. The patient status is reported as "fine".